Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller exchange was confirmed via the submitted log file. The heartmate ii system controller was not returned for analysis; however, a log file was submitted for analysis. The submitted log file contained data spanning approximately 1.5 days (B)(6) 2021 per the timestamp). Additional events were captured on (B)(6) 2018 which is consistent with the data captured when the controller was manufactured, indicating that this controller is the backup controller and the primary controller was exchanged for an unknown reason. Multiple attempts were made to obtain additional information about the reported event such as the date that the controller was exchanged, to clarify what led up to the controller exchange, if the issue resolved with the exchange, the serial number of the primary controller that was exchanged; however, no response was given. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the, driveline fault alarm condition, power cable disconnect alarms, and the actions to take if the alarms cannot be resolved. This section also informs the user that some alarms, including the driveline fault alarm, are only displayed on the system monitor and not on the system controller. Heartmate ii instructions for use (IFU) under section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that upon investigation of the log file it showed that the driveline was connected, which indicated that an exchange was performed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.